Manufacturer narrative:
Mindray field service representative collected system logs and ECG strips for investigation. The td60 was misplaced by the user and will not available for physical evaluation. The investigation is ongoing.

Event description:
No product malfunction was reported. It was reported that on (B)(6) 2025, at 20:15, the patient in room (B)(6), connected to the td60 telemetry monitor (ID tele 22), was experiencing rhythm changes and multiple pvcs. The patient was also reported to be off tele 45 minutes to an hour before asystole. The patient expired.

Event description:
No product malfunction was reported. It was reported that on (B)(6) 2025, at 20:15, the patient in room (B)(6), connected to the td60 telemetry monitor (ID tele 22), was experiencing rhythm changes and multiple pvcs. The patient was also reported to be off tele 45 minutes to an hour before asystole. The patient expired.

Manufacturer narrative:
The mindray field service representative collected system logs and ECG strips for investigation. The td60 was misplaced by the user and was not available for physical evaluation. The user facility confirmed that the time of patient disconnection was 19:13:58, and the time of patient death was approximately 21:46. Log analysis shows that during the incident, the device issued appropriate alarms, and the dms generated expected sounds. The benevision dms in use with td60 performed per specifications; no product malfunction occurred.